Event description:
It was reported that the patient experienced sustained hyperglycemia, with the highest glucose reading of 375 mg/dl on dexcom g7 confirmed by glucometer, over approximately two days while using an ilet system with a contact detach infusion set at the rib; the patient was unsure of the cause and declined another supply change after two prior changes showed no abnormalities. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial